Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated the reported issue of the instrument not cauterizing well. For clarification, the instrument failed the electrical continuity test because of a broken conductor wire at the proximal end. As a result, energy activation would not work when activated on the system. The root cause of a broken conductor wire is attributed to a manufacturing issue. The housing was removed and the conductor wire was found to be broken in the backend of the instrument near the main tube/gear roll junction. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the maryland bipolar forceps (part # 471172-16 /lot # k10210712-0319) associated with this event has been performed. Per logs, the instrument was last used on 21-aug-2021 on system (B)(4). There were 13 uses remaining. Based on the information provided, this complaint is being reported due to the following conclusion: the instrument was found to have conductor wire damage with no evidence of user mishandling or misuse. A broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, it was discovered that the cautery function of the maryland bipolar forceps instrument was not working properly. The procedure was completed with no reported injury to the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.